Event description:
It was reported that the tandem-provided charging supplies began smoking and sparking. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.